Manufacturer narrative:
Since the follow-up report dated (B)(6) 2018, the complaint sample was returned and evaluated. The results of the chemical and microbiological testing revealed that the sample met all criteria. Additionally, a review of the lot batch records and testing of retain samples concluded that the product was formulated, manufactured, and packaged according to local and global product specifications. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Since the initial report dated (B)(6) 2018, additional medical information has not been provided; the consumer has declined to provide further event details. The complaint sample was returned and is currently pending evaluation. A review of the lot batch records and testing of a retain sample is also in progress. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The consumer reported that she wears daily contact lenses. In addition, the consumer reported successful use of another contact lens solution within the same family of products as the complaint solution. Although the consumer indicated the event was associated with the complaint solution, the complaint solution has fewer ingredients than the other contact lens solution previously used by the consumer that is within the same family of products as the complaint solution. The refusal of the consumer to provide medical certificates or records from the two local clinics that completed initial evaluations impedes confirmation of causality. The medical certificate from (B)(6) hospital did not assign causality. The complaint sample was not returned for evaluation. A review of the lot batch records and testing of a retain sample is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that she used the complaint contact lens solution after switching from another contact lens solution within the same family of products. (The two formulations are similar with the complaint contact lens solution having fewer ingredients.) After using the complaint solution for several days, the consumer reported that she experienced eye pain and blurry vision with wear of her contact lenses. According to the consumer, she was examined by an ophthalmologist at a local eye clinic, was diagnosed with corneal burn, and was treated with antibiotics. The consumer indicated that she did not recover over 2 weeks, and she was referred to a general hospital. On 04/18/2018, the consumer sent a medical certificate from the (B)(6) hospital. The medical certificate (issue date (B)(6) 2018) indicated the diagnosis was unspecified keratoconjunctivitis and corneal abrasion. The doctor comment on the certificate stated, "the patient was diagnosed as above after changing lens care solution and was treated for the events. Regular follow up visit is required." On 04/20/2018, additional information from the consumer indicated that both eyes were affected and that the doctor from (B)(6) hospital considered the event to have been caused by the lens care solution; however, causality speculation was not indicated on the medical certificate. The consumer stated that she does not require a follow-up appointment until mid-june. The consumer indicated that she has been wearing contact lenses for 20 years and the symptoms associated with the event began as soon as she inserted her lenses. Although not specified on the medical certificate, the consumer stated that corneal removal was done on the area of burn, and that she was prescribed a drop to generate the cornea. In addition, the consumer was prescribed orocin eye drops by the (B)(6) hospital. She was also reported to have been treated with hyaluronate eye drops for treatment of dry eyes while there. A (B)(6) 2018 communication indicated that the consumer now experiences dry eyes and decreased visual acuity. The consumer declined to provide the medical certificate from the local eye clinic. The consumer provided additional details on 05/02/2018. According to the consumer, both eyes were diagnosed with a corneal abrasion and keratoconjunctivitis, and the left eye was more severe. When asked about the age of the contact lenses, the consumer responded that she wears daily acuvue contact lenses. The consumer also indicated that she wore the lenses for two days consecutively when the event occurred, the lens was replaced the prior day, and the symptoms started on the second day she wore the lenses. The consumer stated that she does not sleep in her contact lenses. In asking for clarification when the corneal removal was completed, the consumer indicated she visited the first local eye clinic ((B)(6) eye clinic) two times and moved to the second local eye clinic ((B)(6) eye hospital) and finally was referred to the (B)(6) hospital. The corneal cells were reported to have been removed at the first visit to the (B)(6) hospital. The consumer reported that she wears daily contact lenses. In addition, the consumer reported successful use of another contact lens solution within the same family of products as the complaint solution. Although the consumer indicated the event was associated with the complaint solution, the complaint solution has fewer ingredients than the other contact lens solution previously used by the consumer that is within the same family of products as the complaint solution. The refusal of the consumer to provide medical certificates or records from the two local clinics that completed initial evaluations impedes confirmation of causality. The medical certificate from (B)(6) hospital did not assign causality.